Event description:
Patient undergoing diagnostic cerebral angiogram s/p coil embolizations of cerebral aneurysms. At the end of the procedure, a perclose device was used to close the right femoral puncture site. The device malfunctioned and broke off inside the patient's right common femoral artery. The patient had an exsanguinating hemorrhage and was taken urgently to surgery for a right common femoral artery exploration, right profunda endarterectomy and gore-tex patch angioplasty of right profunda artery.